Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a bsc guidewire was front-loaded through the guidewire port of the truetome¿ 44. However, it did not exit at the tip of this device. Reportedly, there was no visible damage noted to the truetome¿ 44 and there was no complaint against the bsc guidewire. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no issues related to product. This event has been deemed reportable based on the investigation results: the evaluation of the device revealed a foreign material which was dislodged and pushed distally into the extrusion.

Manufacturer narrative:
Visual examination of the truetome device found the working length to be twisted. The exposed cutting wire was discolored most likely from cautery during use. A functional evaluation was performed by advancing a guidewire into the guidewire luer of the truetome and it was not able to pass into the device further than approximately 2 cm. The guidewire was then passed into the device starting at the tip but still it was not able to pass through the same section near the proximal end. During the evaluation, a foreign material was dislodged and pushed distally into the extrusion. The evaluation concluded that the material was of unknown origin but is similar in consistency to the lubricious coating of guidewires typically used with the truetome device during procedures. Additionally, it cannot be determined if the foreign material was pushed into the guidewire channel during handling, preparation or use. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. Therefore, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications.